Event description:
Patient received an implant on (B)(6), 2009 of a 25mm bifurcated device and a 28mm aortic extension. It was reported that the iliac artery aneurysm had grown since the initial implant causing a distal type I endoleak. On (B)(6) 2012, the patient was treated with a 20mm limb extension which formed a good seal. Per physician, the patient is doing well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.